Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic abdominal wall scar hernia repair, when fixating the mesh, firing could be performed without problems up to the third firing, but on and after the fourth firing, there was no tack able to hold correctly onto the tissue. Usage was discontinued partway through. To resolve the issue, another product was used, and the procedure was completed. It was noted that after surgery, when dry firing was performed in the non-sterile field, the head part remained inside the shaft and then fell out. There was no patient injury.